Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a cori-assisted total knee arthroplasty, when trying to lock the burr, "critical error" message was displayed, indicating to contact administrator. From this point, it was impossible to move on. Surgery was completed, after a non-significant delay, by manual procedure. The patient was not harmed beyond the reported problem.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, sn(B)(6), used for treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. During a kpc test, a ¿robotic drill critical error¿ occurred on the ¿long attachment assembling¿ screen, similarly to what the complaint refers to. Once the drill was taken apart, the drill attachment and array were able to be removed. The drill attachment retaining nut was measured in spec at 20 ft-lb. The drill¿s exposure motor was tested, and it was found that the drill¿s exposure motor had failed. A known working exposure motor was used and a kpc test passed, and a case run without error. An engineering review was completed. The reported problem was confirmed. The exposure motor encoder was tested and found to be unresponsive. The most likely cause of this event is an exposure motor failure. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the scope of this complaint and further investigation into the reported failure is being conducted to determine if additional escalation actions are required. The user manual provides guidelines for recovering to a fully manual procedure. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details from israel, it was reported that during a cori-assisted total knee arthroplasty, when trying to lock the burr, "critical error" message was displayed, indicating to contact administrator. From this point, it was impossible to move on. Surgery was completed, after a non-significant delay, by manual procedure. The patient was not harmed beyond the reported problem. Further investigation into the reported failure is being conducted to determine if additional escalation actions are required. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
The real intelligence robotic drill, part number rob10013, (B)(6), used for treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. During a kpc test, a ¿robotic drill critical error¿ occurred on the ¿long attachment assembling¿ screen, similarly to what the complaint refers to. Once the drill was taken apart, the drill attachment and array were able to be removed. The drill attachment retaining nut was measured in spec at 20 ft-lb. The drill¿s exposure motor was tested, and it was found that the drill¿s exposure motor had failed. A known working exposure motor was used and a kpc test passed, and a case run without error. An engineering review was completed. The reported problem was confirmed. The exposure motor encoder was tested and found to be unresponsive. The most likely cause of this event is associated with a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. The user manual provides guidelines for recovering to a fully manual procedure. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.